Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, high capture threshold and phrenic nerve stimulation was noted. Several attempts were made to replace the lead and out of range parameters continued to exist. The lead was finally implanted with parameters in range. The patient was in a good condition. The patient was in a good condition.

Manufacturer narrative:
Analysis was normal. No anomaly was found.